Event description:
The customer contact reported a tubing ruptured while in use with a power injector; subsequently bleed back was noted in the tubing. The tubing set was being used with a power injector to deliver omnipaque 350 contrast media at a psi of 300 to 325. After an unspecified length of time in use, the tubing ruptured at an unspecified location and a small volume of bleed back was noted in the tubing. The scan was completed. There were no reported adverse pt affects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.